Event description:
It was reported that suture placement in the significantly calcified right common femoral artery was done with two prostyle devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 16f and the tavi procedure was completed. Reportedly, post procedure, after the knots were tightened, there was still significant bleeding so two more prostyle devices were deployed but the bleeding continued still. A non-abbott device was deployed and at this time it was noted that there was no distal pulse. Access was gained from the left side and an angiogram was taken which identified no blood flow in the right external iliac and right common femoral arteries (where pre-close was performed). A sheath was advanced over from the left iliac artery to the right iliac artery and tried to wire through the occlusion in the right external iliac artery and right femoral artery where an unspecified balloon was attempted to restore blood flow, but failed due to wire and balloon being within a dissection plane and not within the vessel lumen. A surgical cut-down was performed to repair the vessel, but was unsuccessful. Finally, the right femoral artery was ligated and a left femoral to right femoral bypass surgery was performed. A clinically significant delay in the procedure was reported as the patient required open surgery and an extended hospital stay. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.